Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 08/15/2016. Retain and product was tested and functioning according to specification. Return product was not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges were tested in whole blood and I-stat control fluids. Customer complaint was not reproduced. Test results for the retain cartridges did not meet the acceptance criteria for suppressed results found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On 06/17/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant chloride result of >140 on a male patient presented in the pediatric intensive care unit (picu). There was no additional patient information at the time of this report. Customer states that product is available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).